Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed, and no related deviations or concerns were found. An electrical malfunction was confirmed as the needle failed investigative testing. Upon disassembly of the needle, damage was found to the wire insulation on the heater wire. No patient injury was reported.

Event description:
This is a follow up #1 to report investigation results of the returned needle. As reported in the initial: it was reported that 6 needles were used for a cryoablation case. During the thaw cycle, the needle caused muscle stimulation. The needle was stopped and ithaw was not performed with that needle. The case was completed and the patient was not injured. The needle will be returned for investigation.

Event description:
It was reported that 6 needles were used for a cryoablation case. During the thaw cycle, the needle caused muscle stimulation. The needle was stopped and ithaw was not performed with that needle. The case was completed and the patient was not injured. The needle will be returned for investigation.